Event description:
Hot feeling in right knee [joint warmth]. Arthralgia [arthralgia]. Significant pain both at first and second injection [injection site pain]. Right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a patient (initials, gender and date of birth unknown). The patient's medical history is significant for previous treatment with synvisc with no problem. On an unspecified date in 2011, the patient initiated the synvisc treatment into an unspecified knee. The synvisc lot number was not provided. On an unspecified date in 2011, the patient experienced arthralgia. The physician reported that significant pain developed at both first and second injections. The action taken with synvisc treatment was not provided. The patient's outcome for the events of "arthralgia and significant pain developed at both first and second injections" was not reported. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the events of "arthralgia and significant pain developed at both first and second injections" was not provided by the reporting physician. Additional information was received on (B)(6) 2011 from the physician which upgraded the case to serious. The physician updated the fact that the report is regarding an (B)(6) female patient, initials (B)(6) with gonarthrosis. The patient's medical history is significant for previous treatment with synvisc from (B)(6) 2011, hypertension and osteoporosis. On (B)(6) 2011, the patient initiated the first synvisc injection of 2 ml into both knees. On the same day, the patient experienced significant pain in both knees, right knee pain being more intense than the left. On (B)(6) 2011, the patient initiated the second synvisc injection of 2 ml into both knees. The patient continued to experience pain in both knees, with right knee pain being more intense than the left. On (B)(6) 2011, the patient visited the hospital as the patient experienced significant swelling and hot feeling in the right knee. The physician assessed the case as serious as the physician considers these events as medically significant. On (B)(6) 2011, synvisc treatment was permanently discontinued and the patient did not receive the third injection in either of the knees. Additional treatment for the events included external medication (such as packing sheet, etc). The outcome for the events of "arthralgia, swelling in right knee and hot feeling in right knee" was reported as not yet recovered. The relationship between synvisc and the events of "arthralgia swelling in right knee and hot feeling in right knee" was assessed as possibly related. Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report.